Manufacturer narrative:
The lens remains implanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a lens zxr00 20.5 diopter intraocular lens (iol) was implanted into a female patient's left eye. Patient stated she got some side effects after her surgery. Patient is experiencing halos and circular lines. Her depth perception is bad and unable to drive at night. Doctor prescribed glasses but did not help. Her physician advised her to give it some time and hopefully it would stabilize. The physician didn't plan to explant. This report will capture the lens implanted in the left eye and separate report will be filled for the lens in the right eye.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.